Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with four proglide devices, using the preclose technique, with a 12fr sheath prior to an abdominal aortic aneurysm interventional procedure. Reportedly, after needle deployment, the sutures did not come out of the device for all four proglide devices. The sutures of at least two of the proglides were noticed to be wadded up inside the handle of the proglide device. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.